Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
The cardiohelp console had the ac voltage error come up twice while the cardiohelp was in use. They checked the outlets and asked the hospital if they did any electrical tests during the error message. The answer was, outlets good and no electrical testing. They decided to change out the cardiohelp console. They are going to get a gettinge service person to check the console. No known consequences to the patient was reported. (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The requested information has not been received despite several requests. This complaint will be closed due to lack of information. It will be re-opened if requested information or any new relevant information is received. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that it is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).